Manufacturer narrative:
New information from (B)(4) indicates there is still noise present and also out of range impedance value.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's atrial lead exhibited noise. No further intervention or patient symptoms were reported. The implant date of the atrial lead is unknown at this time.